Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Patient reported she was not able to charge her ins. When she finally get the screen where it was charging, within 60 seconds it showed 'no device found'. It started a couple of days ago. Patient was walked through to press recharge when no device screen came up. After several cycles of passive recharge mode (prm) it did not get to the normal charging screen. Patient reported right by the donut the cord was kind of warm and the recharger antenna (rtm) connector was a little loose. No symptoms reported. A replacement rtm was sent to the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), was returned for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.